Event description:
It was reported to nuvectra that the patient experienced discomfort at the pocket site due to the stimulator being too low. During the revision surgery, the stimulator was repositioned.